Manufacturer narrative:
Age at time of event- 18 years or older. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified left circumflex (lcx) artery. The 32x3.50mm taxus liberte stent delivery system (sds) was advanced but could not cross the target lesion. The device was removed and it was noted that the stent struts were slightly lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified left circumflex (lcx) artery. The 32x3.50mm taxus liberte stent delivery system (sds) was advanced but could not cross the target lesion. The device was removed and it was noted that the stent struts were slightly lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.